Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital haemorrhage ('bleeding 1 cycle/3 (consultation in emergency department one time)') in a (B)(6) year old female patient who had essure (batch no. C68120) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy in (B)(6) 2019, cervical conization in 2017, parity 2 (2002, 2006 caesarean) and menorrhagia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2020, the patient experienced fibromyalgia ("symptoms of fibromyalgia"). On (B)(6) 2020, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain (mainly hips, knees, and wrists)"). The patient was treated with pregabalin (lyrica) and surgery (essure removal via laparoscopic total interovarian hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage and fibromyalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fibromyalgia and genital haemorrhage with essure. The reporter commented: conisation for low grade intraepithelial lesion in 2017. Essure removal was performed at the patient's request and due to medical reason (bleeding). The postoperative follow-up was uncomplicated, with the patient authorised to return home with the prescription of analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital haemorrhage ('bleeding 1 cycle/3 (consultation in emergency department one time)') in a 40-year-old female patient who had essure (batch no. C68120) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy in (B)(6) 2019, cervical conization in 2017, parity 2 (2002, 2006 caesarean) and menorrhagia). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2020, the patient experienced fibromyalgia ("symptoms of fibromyalgia"). On (B)(6) 2020, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain (mainly hips, knees, and wrists)"). The patient was treated with pregabalin (lyrica) and surgery (essure removal via laparoscopic total interovarian hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage and fibromyalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fibromyalgia and genital haemorrhage with essure. The reporter commented: conisation for low grade intraepithelial lesion in 2017. Essure removal was performed at the patient's request and due to medical reason (bleeding). The postoperative follow-up was uncomplicated, with the patient authorised to return home with the prescription of analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Batch no c68120, production date 2014-06-19, expiration date 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital haemorrhage ('bleeding 1 cycle/3 (consultation in emergency department one time)') in a 40-year-old female patient who had essure (batch no. C68120) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy in (B)(6) 2019, cervical conization in 2017, parity 2 (2002, 2006 caesarean) and menorrhagia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2020, the patient experienced fibromyalgia ("symptoms of fibromyalgia"). On (B)(6) 2020, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain (mainly hips, knees, and wrists)"). The patient was treated with pregabalin (lyrica) and surgery (essure removal via laparoscopic total interovarian hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, fibromyalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fibromyalgia and genital haemorrhage with essure. The reporter commented: conisation for low grade intraepithelial lesion in 2017. Essure removal was performed at the patient's request and due to medical reason (bleeding). The postoperative follow-up was uncomplicated, with the patient authorised to return home with the prescription of analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Batch no c68120 production date 2014-06-19 expiration date 2017-06-30. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.